Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for investigation was requested, but not provided. A sample from the patient was also requested, but not provided.

Manufacturer narrative:
It has been concluded that it is highly probable that the result obtained by the customer is correct as the ft4 result obtained by the customer has been confirmed on both a roche analyzer and an analyzer from another manufacturer.

Manufacturer narrative:
A sample from the patient was provided for investigation. The sample was investigated and the customer's results could be reproduced.

Event description:
The customer reported that they received erroneous results for one patient sample tested for free thyroxine (ft4). The erroneous results were not reported outside of the laboratory. The patient sample initially resulted as 0.667 ng/dl when tested on an e module analyzer. The sample was repeated for confirmation and it resulted as 0.688 ng/dl. According to the reference range for the test, these results would suggest that the patient is hypothyroid. The customer determined that the results did not fit the clinical picture of the patient. The sample was repeated using the immulite methodology and it resulted as 1.04 ng/dl, which is considered to be euthyroid. The patient was not adversely affected. The e module analyzer serial number was (B)(4).